Manufacturer narrative:
Evaluation method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was treated for a right hypogastric aneurysm with three gore excluder aaa endoprostheses. Tortuosity was noted and measurements are not available. On the right side a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and an iliac extender component were implanted. On the left side a gore excluder aaa endoprosthesis contralateral leg component was implanted. At the end of the procedure the aneurysm was excluded. The pt tolerated the procedure. On (B)(6) 2011 the pt presented to the emergency room with a cold foot. Imaging revealed a "kink" at the distal end of an iliac extender component. The iliac extender component had thrombosed. On (B)(6) 2011 the physician performed a fem-fem bypass on the pt to restore blood flow. The cold foot was resolved. The pt tolerated the procedure.